Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc (emerge¿) balloon catheter was advanced for dilatation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a coyote fc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote fc balloon catheter. The balloon was loosely folded. Microscopic inspection revealed tip damage and kinks in the shaft located 24 cm and 24.5 cm from the tip. The balloon was inflated to rated burst pressure, and held pressure without leaking for 5 minutes. Inspection of the remainder of the device found no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc (emerge)balloon catheter was advanced for dilatation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a coyote fc balloon catheter. No patient complications nor injuries were reported.